Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided; cause was unknown. A correction bolus via the pump was administered to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.